Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip break occurred. The target lesion was located at the left anterior descending artery (lad) with chronic total occlusion. A 300cm hornet 10 guidewire was advanced through the lesion, but the tip of the wire was wedged into some calcium. While trying to remove the guidewire, approximately eight to ten millimeters of the spring tip broke off into the calcified lesion cap and was unrecoverable. The procedure was abandoned and the patient was referred to another physician to perform a retrograde of the lad. No patient complications were reported and the patient¿s status was fine.